Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, product type: recharger. Product ID: 37092, lot# 249360004, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 399930, lot# j0546461v, implanted: (B)(6) 2006, product type: lead.

Event description:
It was reported that the recharger antenna was damaged and a new one was requested and sent. The consumer stated it took a long time to charge, 6 hours. The consumer had been charging for 2 hours with very little stimulator battery movement. The coupling was 0-2 bars. This had been ongoing for about 3 months. The consumer also stated he used to charge every week and a half, but it was now every 2-3 days. The consumer kept the stimulation low to conserve the battery but even when he turned it up high he didn't feel much stimulation. The consumer had to lay flat on his back and arch his back to feel more stimulation. This also started about 3 months ago. The patient stated the stimulator protrudes out more and more, closer to the surface of the skin. This had been noticed in the past 3 months. On a later call, communication problems were noted. The antenna was not returned. A year later the consumer reported the patient had been having trouble with their implantable neurostimulator (ins) for the past three to four months, and their re charging issues hadn't resolved after they got a new recharger. The ins was getting hot when charging, the ins was drained within two or three days, and wasn't holding a charge. It was further noted the consumer wasn't feeling stimulation, was having numbness, and tingling on the right side of the neck down to the back. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.